Manufacturer narrative:
The device was returned to stryker product analysis center (pac) for further investigation. The pac technician could not confirm the reported issue of device cannot analyze rhythm. The analysis of the device records showed that during the patient event, the device analyzed the patient rhythm 6 times prior to the customer powering the device off. The device then analyzed the patient rhythm 13 times after device was restarted. The device log shows that the cprinsight was enabled, which enables the device to perform rhythm analysis without discontinuing CPR. During this analysis, the voice prompts do not alert the rescuer that analysis is being performed. No device failure was observed. The root cause of the reported issue was user error. The device was archived by stryker. The customer was provided with a replacement device.

Event description:
The customer contacted stryker to report that their device was able to make an initial heart rhythm analysis but would not make another analysis until they unplugged pads and powered the device off and back. This issue has the potential to either delay, or prevent, defibrillation from being delivered. This issue is patient related; however there was no adverse patient outcome reported.

Event description:
The customer contacted stryker to report that their device was able to make an initial heart rhythm analysis but would not make another analysis until they unplugged pads and powered the device off and back. This issue has the potential to either delay, or prevent, defibrillation from being delivered. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
The customer will be provided with a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.